Event description:
Caller states that during a correlation study, the following coaguchek xs/laboratory results were obtained: 4.6 inr/3.5 inr, 3.4 inr/2.5 inr, 4.7 inr/3.5 inr, 2.5 inr/2.0 inr, 8.0 inr/5.2 inr, 2.8 inr/2.1 inr, 4.3 inr/3.3 inr/ 3.7 inr/2.8 inr, 6.5 inr/3.9 inr, 3.7 inr/2.7 inr, 3.6 inr/2.5 inr, 4.4 inr/2.9 inr, 5.3 inr/3.8 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No patient information provided.